Event description:
On july 22, 2006, the lay patient contacted lifescan (lfs) alleging, that the patient's one touch ultra meter was reading inaccurately erratic. She also alleged, that she was unable to obtain a result on the meter. The medical affairs specialist (mas) sent a letter to the patient because, she could not be reached by phone on two different days at different times. The mas listened to the original call to lfs to obtain additional information: the patient said, she was tired and slept "a long time". After waking, she obtained a result of 279 mg/dl on the reported meter. She expected her blood glucose level to be low because she had "slept so long". She ate oatmeal and retested the meter; the result was 455 mg/dl. The date and times of the tests were not provided. She said, she attempted to test again with the meter; the meter counted down but gave no result. She said, she was also having difficulty using her lancing device. No information was provided regarding the patient's diabetes treatment regimen. The patient's son took her to the hospital because, she was feeling "so sick" in 2006. The patient was admitted to the hospital and remained in the hospital three days later, when she called lfs. No blood glucose results obtained at the hospital were provided. The patient's admission diagnosis was not provided and no information regarding her hospital treatment was provided. The patient expected to be discharged to home the next two days. The customer care advocate (cca) was unable to complete troubleshooting because, the patient did not have the product with her at the time she called lfs. The meter, test strips, and control solution were replaced. The complaint is reported because, the patient was unable to obtain a result on the lfs meter and later felt ill. The patient was subsequently hospitalized.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.